Event description:
Implantable study reported inversion of implanted pump which subsequently caused a kink in the intrathecal catheter. The pt was reported as having an episode of "mental confusion for one day". Surgical intervention was done to secure the pump back into the pump pocket by using a dacron pouch, and the catheter connector was replaced. The pump was programmed to infuse baclofen 500mcg/ml at 500mcg/day for treatment of intractable spasticity. It was reported that the pt has recovered without further sequela. Refer to MFR report# 2182207200700864.